Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch delica lancing device would not retract in order to fire a lancet. The complaint was classified based on the customer care advocate's (cca) documentation. The alleged issue began on (B)(6) 2011 at 8:30am. The patient informed the cca that she was not taking any medications to manage her diabetes at the time. The patient reported that she attempted to lance herself with the subject lancing device but it would not retract and therefore the needle did not fire. The patient reportedly felt "weak and was sweating" approximately 2-3 minutes after attempting to use the subject lancing device. The patient reportedly treated herself with orange juice approximately 5 minutes later. The patient stated that 10 minutes after that, she was able to obtain a blood sample by using her neighbor's lancing device and meter (freestyle lite) and reported a reading of "154 mg/dl." At the time of troubleshooting, the cca noted that the subject lancing device was being used for the first time by the patient. The alleged issue remained unresolved, replacement lancing device was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.